Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided for review. Review of the provided data file determined that the device was working as designed, as there was no clear indication that the patient was in cardiac arrest at the time of the reported incident. The log review concluded the device was not being used properly during the patient event, which resulted in the device advising to shock, indicating the device was operated as designed. The IFU indicates that the r series system is indicated for adult and pediatric patients. However, never use the unit for defibrillation when the patient is; conscious, is breathing, or has a detectable pulse or other signs of circulation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. This was repeated 26 times during the event. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.